Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated MFR report# 3005099803-2008-01xxx, for a description of the other event. It was reported to boston scientific corporation in 2008, that an excelon transbronchial aspiration needle was used in a lung biopsy procedure three days prior. According to the complainant, the needle got stuck inside the sheath and popped through the outside of the sheath. The physician used his hand to straighten it out, popped it back in, and drew it out. He was able to get the specimen out of the needle. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed; therefore, the cause of the reported malfunction is currently undetermined. The 2008, 15-month pulmonary biopsy needle product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.